Event description:
Related manufacturer report number: 2017865-2023-51390. It was reported during remote follow up that the implantable cardioverter defibrillator exhibited competitive atrial pacing, inappropriate mode switch, and far field r-wave oversensing. Given that far field r wave oversensing was seen on the atrial channel, atrial lead issue was considered but not yet confirmed. The lead and device will continue to be monitored. The patient was stable and asymptomatic.